Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The pump alarmed pump error 75 during the self-test due to the internal battery connector not being plugged in properly. The pump was returned for pump error 53. The format history file analysis confirmed the pump error 53 due to a hardware issue internal battery connector not plugged in properly. No unexpected pump error 4 was noted during testing or noted on the download formatted history files. The low battery alarm, power loss and pump error 25 were confirmed in the format history file due to the connector not plugged in properly. The pump was received with a scratched case and a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was 190mg/dl at the time of incident. Troubleshooting found that the pump failed the self test. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.